Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Precision twist transvaginal anchor system w/ usp# 1 polybutester monofilament non-absorbable suture was reported to be used/implanted during this procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.